Manufacturer narrative:
Examination of return used item, asbr-k, confirmed the implant and suture were broken. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 reports, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per th e instructions for use, the user is advised the following: your surgeon needs to know your medical history, including allergies or material sensitivity. He/she will evaluate if you have any condition of the bone or soft tissue which could adversely affect the anchor implantation or suture fixation, or any physical conditions that would reduce adequate implant support or retard healing. Your surgeon will give you important instructions after the surgery (e.g. Postoperative immobilization, physical therapy, weight bearing limitation, etc) fundamental for your recovery. You need to be willing to restrict activities and follow directions during the healing period. Even if you have never experienced any allergic reaction, product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation. Tell your surgeon immediately if you present any symptoms of allergic reaction we will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that a revision surgery involving the asbr-k microlink, all-suture button fixation system (radiopaque) was performed on (B)(6) 2023 and ¿¿this implant broke around the intersection of the metacarpals. The implant was removed and is available for return to be inspected. Another asbr-k was implanted as a revision.¿ after further assessment it was found, the original surgery was a cmc arthroplasty on 1jul20. Per the dr. "Patient is recovering from surgery. Stable. No major issues.". No prolonged hospitalization was required for the patient. This report is being raised on the basis of injury due to revision surgery.

Event description:
The sales representative reported on behalf of the customer that a revision surgery involving the asbr-k microlink, all-suture button fixation system (radiopaque) was performed on (B)(6) 2023 and ¿this implant broke around the intersection of the metacarpals. The implant was removed and is available for return to be inspected. Another asbr-k was implanted as a revision.¿ after further assessment it was found, the original surgery was a cmc arthroplasty on (B)(6) 2020. Per the dr. "Patient is recovering from surgery. Stable. No major issues.". No prolonged hospitalization was required for the patient. This report is being raised on the basis of injury due to revision surgery.

Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.